Event description:
This supplemental report is being filed to include device analysis information.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a visual inspection of the device noted no anomalies. Review of the stored memory confirmed two shorted lead indicators were recorded by the device on (B)(6) 2019, however there was no evidence of arcing on the device case. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. An x-ray was performed and noted that the plasma fuse was intact. Based on inspection and analysis of this device, evidence indicates that there was no device damage observed after delivering a shock through a shorted defibrillation lead. The leads are no longer in-service.

Event description:
Additional information was received which indicated this ICD and rv lead were explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited a short circuit condition code 1004 after delivery of a shock. Boston scientific technical services recommended to evaluate the system and replace both the device and right ventricular (rv) lead. The patient was provided a life vest and a revision procedure is scheduled. At this time, the ICD and rv lead remain in service. No adverse patient effects were reported.